Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arm did not work during the procedure. There was unknown delay and blood loss. It was also unknown if the product was changed out or if the surgery was completed successfully. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 3259, 19, 133). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code #1: 19 - cause traced to user. Conclusions code #2: 133 - end of life problem identified. The returned sample was visually inspected. The shaft quick connect was observed to be stuck and not allow a shaft to be inserted, confirming the complaint. The most likely cause of the quick connect shaft being unable to be manipulated is due to reprocessing / cleaning technique and end of life failure as the product expired in march 2016. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 4, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received that there was about 5 minutes delay in the procedure with no blood loss. The product was also changed out and the procedure was completed successfully without patient injury.